Event description:
It was reported to boston scientific corporation that the device button locking adapter of a corflo cubby low profile gastrostomy device cracked when the right angle feeding tube was connected and rotated. According to the complainant, the damage occurred within a month after the device had been placed. The device was removed and replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been returned for evaluation, the evaluation has not yet been completed. As the device evaluation has not been performed, the cause of the reported malfunction is currently undetermined.